Event description:
It was reported that the ventilator was in use and when it was plugged in, it died. The patient was placed on o2 by the nurse. No patient harm reported. Reference uf/importer report # (B)(4).